Event description:
It was reported that patient faced infusion set fell off during use on (B)(6) 2026. The infusion set in use 2 days. The patient had high blood glucose level and treated with correction injection via mdi and bolus from pump

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.